Manufacturer narrative:
The company service representative, examined the system. And confirmed the reported event. The company service representative, was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console got stuck and froze before a surgery. The console did not turn off even after unplugging. The console completed the boot up cycle successfully. Additional information has been requested. Additional information received indicated that the system crashed and did not respond to commands on the screen before a vitrectomy surgery. The could not restart and not turn it off either.